Manufacturer narrative:
H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava perforation. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. (B)(4) devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received. Patient is further alleging vena cava perforation. Per report from CT (computed tomography): " retrievable type filter identified at and just caudal to the confluence of the renal veins. This noncontrast evaluation does not evaluate for thrombosis. The filter is positioned vertically. The struts extend 3-5mm beyond the transaxial boundary of the ivc on source imaging (up to 5mm at the right anterior strut). The right anterior strut also projects into the duodenum at the junction of the second and third portions. Please note that CT does not reliably distinguish protrusive invagination from the wall versus true intraluminal extension, though involvement of the wall, at minimum, is suspected". "Impression: the ivc filter is positioned at the confluence of the right renal vein and ivc, presumably migrated."

Manufacturer narrative:
H6 patient code(s): added in addition to the previously submitted patient codes. Investigation. The investigation was reopened due to additional information provided. The following allegations have been investigated: loss of employment, anxiety/fear, paranoia, post traumatic stress disorder (ptsd)/stress, depression, and crying. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported loss of employment, anxiety/fear, paranoia, ptsd (post traumatic stress disorder)/stress, depression, and crying are directly related to the filter and unable to identify a corresponding failure mode at this point in time. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received and the patient is also alleging extreme anxiety. The patient is further alleging "bad anxiety-that this filter could move- that something could happen to me. Sometimes I get paranoid and cry because I don't know what's going on I wonder if this could be my cause of death. It is real scary not knowing what this could be doing to my body. Afraid to move- afraid that the filter would move if I make sudden movements.", loss of employment, ptsd (post traumatic stress disorder), depression, and stress.

Manufacturer narrative:
The previous medwatch report was submitted by william cook europe under manufacturer report reference# 3002808486-2019-00765. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial medwatch report, cook inc. Informs that all future submissions regarding this complaint will be handled under the manufacturer report reference # of this initial medwatch report. Occupation: non-healthcare professional (attorney). Investigation: the investigation was reopened due to additional information provided. The following allegations have been investigated: inability to retrieve device, embedment, migration, and pain. The reported allegations have been further investigated based on the information provided to date. A total of (B)(4) devices were manufactured in the reported lot. To date, no other complaints have been reported against this lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2015 via the right femoral vein due to being diagnosed [with] vt (vein thrombosis)/pe (pulmonary embolism). Patient is alleging that the device is unable to be retrieved and an embedded wall. It was further alleged that the patient underwent attempted filter retrievals on (B)(6) 2015 and (B)(6) 2015 due to filter migration/pain and further attempting to remove the filter respectively. Per an attempted retrieval report dated (B)(6) 2015, "the patient with multiple trauma with previous placement of ivc filter." "Using the ivc filter retrieval set by cook, the loop was advanced and hooked to the hook of the filter. Using the technique recommended, multiple attempts were made to retrieve the filter. This was not successful." "Normal inferior vena cava." Per an attempted retrieval report dated (B)(6) 2015, "the hook of the ivc filter was snared. The sheath of the retrieval set could be advanced over 3/4 of the length of the filter. The distal fourth of the filter could not be collapsed further likely due to embedment of the legs of the filter within the ivc wall. Multiple attempts were made to completely collapse the filter without any success. Retrieval set was removed. Cavogram was again performed by placing a pigtail catheter within the distal ivc. Cavogram shows stable position of the filter with no interval blood clots. The catheter removed and hemostasis was achieved." "Unsuccessful inferior vena cava filter retrieval secondary to embedment of the legs of the filter within the inferior vena cava wall."